Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On v 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis using gore® dryseal sheath. A gore® dryseal sheath (18 fr) was used for the right side. The endoprostheses were deployed as planned. After the sheath was removed, angiography revealed that the right external iliac artery was dissected. Reportedly, there was only mild dissection in the right external iliac artery, so the physician decided to monitor it. The procedure was concluded, and the patient tolerated the procedure.